Event description:
It was reported that a patient was experiencing an increase in seizure frequency recently. The patient has been experiencing many seizures each month described as small seizures, spacing out, minor jerking, and tendency to fall with postical confusion. Two weeks prior to the appointment with the neurologist where the increase in seizures was reported, the pt had two secondary generalized seizures manifested by tonic-clonic activity, loss of consciousness, and the patient went to the ER. The patient had one seizure while in the ER and was discharged. The physician did note that there was a change in the patient's AED regime (from trileptal to tegretol) and since that change, the patient did not have any seizures. The patient was new the physician so he wanted to have the AED levels checked and also wanted the patient to undergo generator revision surgery. Good faith attempts to obtain additional information are being made.